Manufacturer narrative:
The account was not able to provide pt info. There is no expiration date for this product. The add'l serial number for the tables is: (B)(4). The tables were shipped to third party for repair on (B)(4)2011. Eval summary: it was reported that there were incidences of surgical tables floor locks "randomly unlocking during cases." This specific event occurred on (B)(4) 2011, at approx 1:00 pm, however, the event was first reported to stryker on (B)(4) 2011. The initial reporter was not able to distinguish the table serial numbers, therefore, this medwatch form lists both possible serial numbers. Although this specific event occurred while a pt was waking up on the table, there were no adverse events reported. The tables have been shipped to a third party repair company, but further repair and evaluation is pending parts. The root cause for this failure is unk at this time. If a table unlocks during a case, there is a potential for the table to move thus posing a serious risk to a pt. This type of non-conformance will be monitored for adverse trends. This is not a single use device.

Event description:
(B)(4). It was reported that the surgical table floor locks are randomly unlocking during cases. There was no reported adverse consequences.